Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Troubleshooting for blank display was performed. Customer replaced the battery on the device four times which resulted in the device turning on and then finally going blank once again. Customer advised there was a crack around the housing of the battery cap. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised a replacement battery cap would be sent out.